Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient¿s 14v batteries being fully depleted was unable to be confirmed through this analysis. The system controller, serial number (B)(6), was not returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to regularly exchange their 14v batteries when the state of charge leds indicate low power and not to sleep while connected to 14v battery power. Section 2 of the IFU, ¿system operations¿ states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 3 ¿powering the system¿ and section 6 of the IFU, ¿patient care and management¿ warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms. These sections also warn not to use batteries to power the system when the patient is sleeping. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Heartmate 3 patient handbook caution users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was additionally reported that a log file review showed that low power advisories was captured on (B)(6) 2026 at 1:54:23. Low power hazards occurred on (B)(6) 2026 at 4:09:26. It followed by no external power on (B)(6) 2026 at 4:23:35. A pump stop was captured on (B)(6) 2026 at 6:12:22. A few minutes later the system controller stops operating due to the emergency backup battery (ebb) draining and the controller¿s clock reset to the default time stamp of (B)(6) 2000. The amount of time the pump was off was unable to be determined because the controller stopped operating. Once power was restored the pump returned to operating at the set speed followed by the driveline being disconnected ~ 5 minutes later. The last good time stamp in the event file is (B)(6) 2026 at 6:15:58. The file showed the clock was reset on (B)(6) 2026 at 10:28:15.

Event description:
It was reported that a paramedic called the left ventricular assist device (lvad) coordinator at 06:30 on the morning of (B)(6) 2026 as the patient was found unresponsive in their house with pupils dilated and fixed, and with asystole. The paramedic had been there for an hour and wanted to know how to disconnect the lvad. They first changed batteries due to batteries depleted. Alarm history showed the system controller had reset to factory time. Coordinator walked the paramedic through shutting down the controller. The patient was pronounced deceased at the home with family present. The cause of death was not confirmed. No log files would be provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.